Manufacturer narrative:
(B)(4).. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via website form that the device failed the audio test. The customer¿s blood glucose during the incident was 152 mg/dl. No further troubleshooting was performed. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. Hardware low level failures alarmed during self test due to broken trace at pin on keypad overlay. Unable to verify audio or absence of alarm due to hardware low level failures.